Event description:
Customer states crossbars underneath chairs are hurting patient's buttocks. Representative is calling on behalf of patient transportation. Says it is causing patient's much discomfort. Cannot put foam underneath for sanitary reasons. Says he has to donate or get rid of dozens of invacare products due to liability reasons.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model t4, serial number/date (B)(4) is approximately 3 yrs. 2 mo. Old. The owner's manual part number 1110558 rev. F (feb-09,) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.